Manufacturer narrative:
(B)(4). Correction to the additional information requested. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the tissue compressed for the recommended time before firing? Was the orange indicator in the green firing range, at what position exactly? Was the stapler fired completely, plastic to plastic? Did the device staple? How was the procedure completed? How was long was the procedure extended (minutes)? Did the patient¿s post-operative care change as a result of the extended procedure? If yes, please describe.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was long was the procedure extended (minutes)? Did the patient¿s post-operative care change as a result of the extended procedure? If yes, please describe.

Event description:
It was reported that the device was used during a lower anterior resection and the stapler fired, but it did not cut the tissue, which left the head of the stapler inside the anastomosis. The anastomosis had to be fully redone. No reported patient consequences.

Manufacturer narrative:
(B)(4). Batch # n54z2f. Additional information was requested and the following was obtained: was the tissue compressed for the recommended time before firing? Was the orange indicator in the green firing range, at what position exactly? Was the stapler fired completely, plastic to plastic? Did the device staple? How was the procedure completed? How was long was the procedure extended (minutes)? Did the patient¿s post-operative care change as a result of the extended procedure? If yes, please describe. Regarding the audible crunch while the device was being fired, the consultant reported he wasn¿t the individual who fired the device but believed he did not hear the audible crunch. He had an idea this might have been the case as it was a female sbr who fired it, which can be difficult as the device requires strong force to fire. The patient was an ideal candidate making the second anastomosis a success, however it did double the time of the procedure. The analysis results found that the cdh29a device arrived with no apparent damage the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.